Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. Corrected data: d1, d4. Additional information received: 1. The cause of the gastric fistula was nor the device neither the procedure, it was caused by adhesions (as a fact he says that it would happen to this patient with any type of surgery as well). 2. The product used in the procedure was a pse60a. 3. The place of the leak was in the greater curvature of the stomach. 4. If we still want to speak with him he is open to talk with us.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2025. Additional information received: procedure: sleeve gastrectomy. - approximate position of the leak: unknown.

Manufacturer narrative:
(B)(4). Date sent 2/4/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code used in the procedure? What was the procedure? Approximate position of the leak? What is the name and contact information of operating surgeon? Do we have permission to speak with the surgeon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a gastric sleeve procedure and in the post-operative period the patient developed a gastric fistula due to a failure in the stapling, requiring her to remain in the ICU for a long period. However, in a subsequent conversation with the surgeon responsible for the procedure, seeking more concrete information, it was explained that the gastric fistula was not due to equipment failure but rather due to bronchoaspiration.